Event description:
On (B)(6) 2007, this patient underwent an endovascular treatment for an 45mm abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg endoprosthesis was implanted from the right side. The contralateral leg and an iliac extender were placed from the left side. A covered stent (atrium advanta v12, 6 mm x 38 mm) was implanted in the right internal iliac artery. At a follow up on an unknown date, the aneurysm sac size measured 24 mm. In 2016, follow up showed aneurysm enlargement. On an unknown date in (B)(6) 2021, the aneurysm measured 55 mm and an additional procedure was indicated. On (B)(6) 2021, angiography was performed as a type ii endoleak or distal type I endoleak from the right side was suspected. The angiogram showed a distal type I endoleak but type ii endoleak was not obvious. To resolve the distal type I endoleak, the right internal iliac artery was embolized and an additional iliac extender endoprosthesis (pll161207j) was implanted into the right common iliac artery. The treatment area was extended to the external iliac artery. The patient tolerated the procedure.